Event description:
It was reported that the knife stopped at mid of firing, and there was an abnormal sound like something broke. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with no cartridge present in the device. However, one cartridge was received inside the bag, partially fired. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the yoke teeth were found damaged, in addition, the knife and the left wedge band were found bent. No functional test was performed due to the condition of the device. It should be noted that at least a 300% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.